Manufacturer narrative:
Device evaluated by MFR: synergy megatron mr us 3.50 x 20mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft and a shaft break 56cm distal to the distal end of the strain relief. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic analysis identified there was no sign of damage, stretching or lifting of the stent struts. A microscopic examination of the balloon identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. A 3.50 x 20 mm synergy megatron drug-eluting stent (des) was selected for treatment. However, during insertion, the shaft of the delivery system broke between the physician's fingers. The physician was able to remove and retrieve the stent before it was deployed. A new 3.5 x 20 mm synergy megatron des was then used and successfully implanted. The procedure was completed with another stent of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.50 x 20 mm synergy megatron drug-eluting stent (des) was selected for treatment. However, during insertion, the shaft of the delivery system broke between the physician's fingers. The physician was able to remove and retrieve the stent before it was deployed. A new 3.5 x 20 mm synergy megatron des was then used and successfully implanted. The procedure was completed with another stent of the same device. No patient complications were reported.